Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial # (B)(4), product type: programmer, patient. Product ID: 8596sc, serial # (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8711, serial # (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported the patient had a lot of pain at the pocket site. The pump had shifted at an angle where it "poked out from the side a little bit." The patient was not getting any pain relief. The morphine dose was increased, which made it worse. The patient was uncomfortable, in pain, and felt "sharp edges." The patient had to go to a doctor three weeks ago because he was numb all the way down to his neck and his ears started ringing. The doctor turned the pump down at that point. The pump system was being used to deliver bupivacaine, baclofen, and morphine.